Manufacturer narrative:
Review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The customer does not run the architect havab igg assay on their analyzer. Therefore, the possibility of false reactive results due to reagent mediated carryover is ruled out. Clinical specificity testing was performed using an in-house retained sample of the architect hbsag qualitative ii confirmatory assay, lot 61161fn00. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. The architect hbsag qualitative ii confirmatory assay package insert and the architect system operations manual both contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue involved discrepant results from a single discreet patient sample. Additional testing of a new sample generated expected (B)(6) results. The issue may have been the result of sample/reagent handling or integrity.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02g23, that has similar products distributed in the us, list numbers 01l81 and 04p54.

Event description:
The customer reports that one dialysis patient generated initial (B)(6) architect (B)(6) results of (B)(6) with neutralizing confirmatory results of (B)(6) neutralization on (B)(6) 2016. Results for (B)(6) were (B)(6). The patient returned on (B)(6) 2016 and a new sample was drawn that generated an initial architect (B)(6) result of (B)(6). The customer proceeded to test the sample with the (B)(6), which generated non-confirming results. This second sample was also (B)(6). There is no impact to patient management reported.